Manufacturer narrative:
Mep10 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mep10 probe from lot# f11713452d was received in good condition. Evidence of use in a procedure was evident on the probe. The probe was connected to a holster for functional evaluation. The probe initialized per instructions for use. During an air biopsy, breast tissue was transported to the sample management cup. A tissue medium was then used to simulate acquisition of breast tissue and the functionality of the device was verified. The customer holster was not returned for evaluation. Based on product knowledge, the reported event could be caused by a lack of vacuum. Without the customer holster a root cause cannot be confirmed.

Event description:
The (B)(6) affiliate reported that no tissue sample acquired. Procedure was completed with another device.